Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Reportedly the device was used in procedure with a sheath greater than 24f. It should be noted that the electronic perclose proglide instructions for use (eifu) states, ¿for access sites in the common femoral vein using 5f to 24f sheaths." It is not known if the eifu violation contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique prior to an an leadless pacemaker implantation procedure. Reportedly, a cuff miss occurred with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 24f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.